Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during implant the physician had difficulty inserting the lead into the header of the device. The device exhibited high capture threshold and high impedance. The day after implant an erroneous parameter message was displayed. The device exhibited spotty telemetry and the device was reinterrogated. When nominal settings were restored device functioned normally. The device will be monitored.